Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the pd patient was in the hospital. The rn stated the patient lived in an rv, which was really hot. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was admitted to the hospital on (B)(6) 2017 due to altered mental status. Medical records were requested. The pdrn stated the patient was not dialyzing prior to the hospitalization event, and has been able to receive effective peritoneal dialysis treatments while hospitalized. Per pdrn as of (B)(6) 2017 the patient remained hospitalized. Medical records were requested.

Manufacturer narrative:
Conclusion: it is unknown if there is a temporal relationship between the patients altered mental status and subsequent hospitalization due to the minimal information received. Additional information related to the details surrounding the any event leading up to the altered mental status and hospital course is needed to determine any potential causality. Should additional information be made available this clinical investigation will be reevaluated.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. A peritoneal dialysis (pd) nurse reported the end stage renal disease (esrd) patient utilizing the liberty cycler for continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was admitted to the hospital on (B)(6) 2017 for reported altered mental status. The discharge date, as well as admission diagnosis and hospital course was unknown. On (B)(6) 2017 during a follow up call to the patients¿ pd nurse it was reported the patient was ¿not dialyzing¿ prior to the event. The pd nurse also stated the patient was still in the hospital and had been receiving effective pd treatment during the hospitalization. Additional information was requested but was not received.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the pd patient was in the hospital. The rn stated the patient lived in an rv, which was really hot. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was admitted to the hospital on (B)(6)2017 due to altered mental status. Medical records were requested. The pdrn stated the patient was not dialyzing prior to the hospitalization event, and has been able to receive effective peritoneal dialysis treatments while hospitalized. Per pdrn as of (B)(6)2017 the patient remained hospitalized. Medical records were requested.